Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated. Visual examination found evidence of customer tampering. Due to the condition received, root cause analysis could not be performed. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.